Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported adverse event of mitral regurgitation (mr) is due to the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 1. On (B)(6) 2018, during a follow up echocardiogram, it was found that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The mr increased to 4+. According to the physician, the slda could have been due to the thin anterior leaflet. On (B)(6) 2018, the patient was treated with mitral valve replacement surgery. The patient remained stable. No additional information was provided.